Event description:
Brand new IV tubing in package used to spike brand new IV bag and tubing fell apart right below chamber. Another set of tubing came apart near one of the injection ports. The tubing was replaced prior to patient contact. No harm came to the patient.